Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the reported problem occurred during a diagnostic procedure. The procedure was completed using the wired footswitch. A restart of the azurion system restored the connection of the wireless footswitch. Philips has confirmed that the loss of connection is caused by a firmware bug. Due to the firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: codes are updated and added patient information

Event description:
It has been reported to philips that the wireless footswitch was not working intermittently. No harm to the patient has been reported to philips. The procedure was completed by restarting the footswitch. Philips has started an investigation of this complaint.